Manufacturer narrative:
No injury reported. Info was received stating the switch sparked and the device no longer functions. Device has been in service for 20 months. Device is portable and its unk if the device was dropped prior to use. Filing is solely on the user's allegation that device sparked. Malfunction is not confirmed. MFR is attempting to obtain product for inspection.

Event description:
The tbm received an email from the dealer alleging the nebulizer is not working at all and sparked at the on/off switch. No injury is alleged.